Manufacturer narrative:
Block b3: exact date unknown, event occurred since the day of implant prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7178102 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number:sc-2218-50 serial number: (B)(6) batch/lot number: 7176376 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 serial number: batch/lot number: 38553053 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing pain with symptoms of redness and swelling at the implantable pulse generator (ipg) site. The patient underwent spinal cord stimulation (scs) explant procedure. The patient was given oral antibiotic. Patient recovered well postoperatively. The explanted device was disposed of per hospital policy.